Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: logs were reviewed on (B)(6) 2020. The screen was successfully unlocked on (B)(6) 2020 at 8:24:52 pm. On (B)(6) 2020 at 8:25:01 pm, the user made a manual bolus request of size 3.5 units. On (B)(6) 2020, at 8:25:15 pm, the user was notified that the bolus had started. On (B)(6) 2020, at 8:26:25 pm, all 3.5 units of the bolus were delivered. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump delivered a bolus without user input. The customer's blood glucose level was 270-279 mg/dl. Tandem technical support reviewed the pump data and found that the customer had requested a bolus to be delivered; however, customer maintained that pump delivered unintended bolus. Reportedly, the customer continued to use the pump for insulin therapy.